Event description:
A customer reported an occlusion alarm, but the alarm number could not be verified in the pump history. The occlusion event did not cause the customer's blood glucose level to exceed 500 mg/dl. No additional information was provided.